Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the returned insert revealed wear. No evidence was found indicating product malfunction or error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the this patient's knee was revised due to tibial loosening and subsidence. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. The surgeon does not believe that the loosening is due to cement debonding. Depuy smartset gmv bone cement was use during the primary procedure. Doi: (B)(6) 2017, dor: (B)(6) 2021, right knee.